Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. Visual inspection revealed the external power component of the power connector was burnt. The unit was opened up and inspected, there were no signs of internal burning. Vyaire medical replaced the power flex to address the reported issue.

Event description:
It was reported to vyaire medical that the unit's ac adapter needed to be repaired. While in service, it was discovered that the power connector was burnt. There was no patient involvement associated with this complaint.